Event description:
It was reported that the surgeon was revision a subsided stem, changed to a larger stem size and replaced the femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the surgeon was revision a subsided stem, changed to a larger stem size and replaced the femoral head.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no medical records were received for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.